Event description:
It was reported that several months after a stimulation system was implanted, the pt felt the stimulation from ipg had been intermittent. The hcp suspected a possible lead fracture had occured and decided to replace the lead. No other symptoms or outcome were reported. A follow-up report will be submitted if add'l info becomes available. Please see MFR. Report #2182207200804421.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.